Event description:
With or without anticoagulation, patients' activated clotting times (acts) in the cardiac cath lab and electrophysiology (ep) labs are inconsistent and believed by the physicians to be inaccurate. This is an ongoing problem on multiple dates of service.